Manufacturer narrative:
S/n (B)(4), lot 3016113-214, ship out on (B)(6) 2012. Check the inventory in warehouse and from customer side, no stock . Check DHR of this lot production, no this nonconformity record. This production was in use for 3 years, and from adverse event file report, mentioned that the facility didn't maintain the wheelchair properly. User manual specified: adjust front casters/forks bearing system if wheel wobbles noticeably or bind to a stop. Advice maintaining wheelchair according to manual ,avoid malfunction happen. Not return.

Event description:
The maintenance director at the facility that the end user lives called and stated that the fork stem bearings on the right fork have disintegrated. The caller states that the end user is the second user of this chair. The caller also states that when the bearings disintegrated and fell out, the fork fell off and the chair tipped over with the end user in the chair and she fell and fractured her right shoulder. The caller stated that the end user received x-rays, but he was not sure they did it in house or took her to the hospital. The facilities administrator provided end user information. The facilities administrator stated they were cited by the state for a deficiency due to this incident and needs to check with the facilities operations to see how long they need to keep the chair in house. No other information available.